Event description:
Information received indicates during a preventive maintenance check, the technician found the brake and brake/steer casters will lock but continue to swivel when in brake.

Manufacturer narrative:
The technician found the casters were worn. He replaced the brake and brake/steer casters to repair the bed.